Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify the reported failure to power on. Physio-control did verify the reported failure to power off. Physio-control replaced the main keypad assembly for the failure to power off. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The main keypad assembly could possibly prohibit the device from powering on. The cause of the reported failure to power on could not be conclusively determined.

Manufacturer narrative:
Following the device being returned to the customer, the reported power issue occurred again (reference medwatch report 3015876-2015-00890). The internal cable assembly which connects the power and system pcb assemblies was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center. It was observed that the cable was misrouted internally and was trapped under mounting hole mh112. This caused chaffing of the insulation and wore through to bare wire on pins 2 and 3. Shorting of pin 2 to ground will cause the device to experience power issues, as observed.

Event description:
The customer contacted physio-control to report that during a patient event their device would not power off using the power button. After the patient event the batteries had to be removed to power off the device. When the batteries were reinstalled, the device would not power back on. This issue is patient related; however there was no adverse patient outcome.